Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for one week follow-up post implant. Device interrogation revealed the right ventricular lead exhibited high capture thresholds, low pacing impedance and decrease in sensing. The lead was repositioned successfully on (B)(6) 2016. The patient's condition was stable post procedure.